Event description:
I used the lenire medical device to reduce the symptoms of tinnitus. The device caused my ringing to greatly intensify. I was encouraged by the audiologist to continue with the treatment. After 8 weeks of use, my tinnitus was still extremely elevated. The audiologist adjusted the programming and reduced the daily treatment time, encouraging my continued use of the product. After 12 weeks of treatment and with no relief from the revised program, I discontinued use of lenire in march 2024. My tinnitus is still elevated and I have sought mental counseling from a therapist to learn how to live with it. I was not advised of this risk nor does the lenire literature disclose this side effect.